Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm black diamond micro forceps instrument was not moving properly. The customer noted that the instrument had a broken wire.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm black diamond micro forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a loose grip cable at the distal end likely causing jaws not moving properly issue reported by the customer. A loose grip cable at the distal end is often caused by something else in the backend (ex: broken cable, crack clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the grip cables were found be broken at the proximal end. The grip cable was broken at the clamping pulley.

Event description:
Refer to h10/h11 for follow-up information.